Manufacturer narrative:
Accumulation of fluid at the site of a surgical incision is a common complication of surgical procedures. Reports of infection are from the patient and have not been confirmed, however infection is also a known and inherent risk of surgical procedures. There is no indication that the nalu system caused or contributed to the seroma or potential presence of infection at the surgical site.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 and subsequently developed a seroma at the implant site. At the time the seroma was noted no cultures had been taken and no signs of infection were present. Patient reported to the firm on (B)(6) 2023 that there was an infection and planned explant of the system, however no lab results were available to the firm to confirm the presence of infection. A full system explant was performed on (B)(6) 2023 with no reported complications during the procedure.